Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15986. It was reported that during the implant procedure, the stylet of the first lead ((B)(4)) was unable to advanced. The physician elected to use another lead ((B)(4)) but found the sensing to be poor. The lead was successfully replaced. During the procedure, the patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.